Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized the same day. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.